Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
After review of medical records, the patient was revised due to adverse tissue response. Lab work showed an increase in cobalt chromium levels as she began having pain. Operative notes indicated that the patient had a large fluid-filled soft tissue mass over the greater trochanter and expansion of her trochanteric bursa. The bursa was filled with a cloudy white fluid consistent with that seen in metal wear reaction. There was a great deal of lytic wear debris spread throughout this large sac. The greater trochanter had areas of lysis, as did the medial neck. There was evidence of fretting corrosion on the taper. There were large areas of lysis present behind the cup. The large head ball was disimpacted from the taper and fretting corrosion was visible. Additionally, it was also reported that during the primary hip replacement surgery, a small crack occurred anteriorly in the neck during impaction of the stem, it was elected to pass a 2 mm cerclage cable around the femur to prevent crack extension.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.